Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm regarding the mpu was confirmed via the provided log file. The log file contained data spanning approximately 14 days ((B)(6) 2021 ¿ (B)(6) 2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on (B)(6) 2021 at 3:34 while the mpu was in use. The alarm appeared to have been caused by a loss of ac power, as the rsoc steadily decreased. The alarm resolved within the same minute of activation when power was restored to the system. The mpu (serial number unknown) was not returned for analysis. The root cause of the reported event was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook with mpu (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate 3 instructions for use (rev. C) and heartmate 3 patient handbook (rev. C) both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient required a controller exchange due to a damaged controller wire. The patient had a controller fault alarm. Upon review of the patient's log files, the internal controller faults began on (B)(6) 2021 at 11:55pm. The fault was due to an over-voltage within the controller circuitry. There were no unusual event's noted after the controller was exchanged. Upon further review of the log files from the original controller there was a no external power event on (B)(6) 2021 due to power to the mpu being briefly interrupted. The patient reports that their dog had been chewing on one of the controller power leads.